Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultralink meter has a cracked display. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with an insulin pump. On (B)(6), 2009, at 10:30 pm, the subject meter had a cracked display after it dropped out of the patient's purse. The patient did not take any action in regards to her usual routine of diabetes management. Two hours later, the patient reportedly developed symptoms described as "lightheaded and headache." The patient tested on another device at the time of concern but does not recall the numeric value she obtained. The patient reportedly administered self care with 8 units of novolog. This complaint is being reported due the alleged cracked display issue. However, there is no evidence the patient suffered a serious injury due to the product issue. The patient's symptoms did not meet the criteria of a serious injury. Replacement products were sent to the patient.